Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate form of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; although no specific value was provided. Customer administered a correction injection to address the bg.